Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor boston scientific states that the pt injury has occurred. The report was made by the pt's rep (B)(6). The pt is unidentified - their age, weight and height at the time of the event is unk. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm x 15cm (part# 840-240); lot# c000213. The date of implantation was (B)(6) 2007. The hosp where the implant took place was (B)(6).

Manufacturer narrative:
Device was not returned for eval. Inconclusive, investigation ongoing. The device is a synthetic device made from (B)(4). Injuries such mesh erosion, inflammation, dyspareunia and adhesion formation is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).